Event description:
It was reported that surgeon commented pt dislocated. Said there was metalosis reaction once he opened capsule. He thought it came from head - neck junction. Put universal sleeve and ceramic head with new p3 liner.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-01537, 01538.